Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 1 whole blood patient sample on a cobas c513 analyzer commercial system. The initial result was 10.2%. The customer questioned the high result and repeated the sample. The repeat result was 5.4%. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer stated verbally that their qc recovery data was acceptable. The field service engineer (fse) found that the sample probe was clogged. The fse flushed the sample probe flow path and replaced the probe and a solenoid valve. The fse performed a system air purge, blank cell measurements, and an instrument check successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.